Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up after received an audible patient alert. Upon device interrogation, the right atrial lead exhibited noise on the right atrial lead. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable before and post procedure.